Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp in the problem area stuck in the up position. The tip clamp and tip clamp sleeve were removed, cleaned and reinstalled. The instrument was tested without further problem and returned to service.